Event description:
Customer reported receiving inaccurate readings on their freestyle freedom blood glucose monitor. Customer received readings of 161 mg/dl compared to a lab reading of 91 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's meter (cagh260-b2671) and test strips (B)(4) were returned. The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification and according to the memory log of the meter the reading indicated of 161 mg/dl was found.